Event description:
It was reported that the patient has been experiencing pain since surgery. Patient stated that he had a knot in his calf muscle so his doctor, dr. (B)(6), had to give him shots of morphine to reduce his pain. Patient is still experiencing the pain and said he no longer has his calf muscle. Patient also stated he went to see dr. (B)(6) from the same practice one month ago and doctor gave him a brace to wear for 3 months. When he saw dr. (B)(6) couple of weeks ago he stated the knee is fine and there is nothing wrong. Patient states the pain wakes him up from his sleep and he has decreased range of motion. He is afraid to stand up because the pain becomes so intense he feels like he is going to faint from it.

Event description:
It was reported that the patient has been experiencing pain since surgery. Patient stated that he had a knot in his calf muscle so his doctor, dr. (B)(6), had to give him shots of morphine to reduce his pain. Patient is still experiencing the pain and said he no longer has his calf muscle. Patient also stated he went to see dr. R. From the same practice one month ago and doctor gave him a brace to wear for 3 months. When he saw dr. (B)(6). A couple of weeks ago he stated the knee is fine and there is nothing wrong. Patient states the pain wakes him up from his sleep and he has decreased range of motion. He is afraid to stand up because the pain becomes so intense he feels like he is going to faint from it.

Manufacturer narrative:
The patient is (B)(6). The following new product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5520-b-600, triathlon prim tib baseplate ¿ cemented, lot code: hkuma. Cat. No.: 5515-f-701, triathlon ps fem comp #7l-cem, lot code: s8keh. Cat. No.: 5550-g-360, triathlon symmetric x3 patella, lot code: pd2n. Cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mbt006. An event regarding pain involving a triathlon insert was reported. The event was confirmed. Medical review indicated ¿vague complaints referable to the left total knee arthroplasty cannot be documented as related to the prosthetic components based upon review of the clinical follow-up notes and immediate post-operative x-rays.¿ device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no similar events for the reported lot ID. The cause of pain is not determined. Medical review indicates the event is not device related. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.